Event description:
On (B)(6) 2022 , the patient underwent a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max) and a velocity delivery microcatheter (velocity). During the procedure, one pass was completed with modified thrombolysis in cerebral infarction (mtici3). Post procedure, on (B)(6) 2022 , MRI of the brain showed evidence of infarcts throughout the right mca distribution involving mostly the right frontal lobe and right basal ganglia movement as well. There were also infarcts present in the right mca distribution. On (B)(6) 2022 , the patient was discharged to skilled nursing facility. Medication eliquis 5 mg twice daily was started from (B)(6) 2022 and the patient was continued on aspirin daily. It was reported that the event was unresolved at time of study exit or death due to a different event. On (B)(6) 2023, it was reported that the cec chair adjudicated infarcts post procedure to be an adverse event with a possible relationship to the index procedure, a possible relationship to the index stroke and a possible relationship to the penumbra system.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Emboli is included as a possible complication in the instructions for use (IFU) for the penumbra system.